Event description:
It was reported by the patient that they had alarms a few months ago while on wall power. They had not reoccurred.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the issue was not related to the patient's home, outlet, electricity or mpu ac cord and that the mpu itself was defective.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms on the heartmate mobile power unit (mpu) was not confirmed. The provided information indicated there were no issues with the patient¿s home, outlet, electricity or ac power cord. No log files were available for review. The mpu was received and will be evaluated under (B)(4). A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 IFU section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.